Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient experienced symptoms of hypoglycemia, such as sweating and difficulty talking, but the meter displayed values that did not match with her hypoglycemia and were inconsistent. The patient's granddaughter received the following results within 15 minutes: 133 mg/dl and 148 mg/dl.